Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon profile problem occurred. An 8.0x40x135 cm express ld vascular stent was selected for use to treat the lesion. During unpacking, it was noted that the stent delivery balloon was slightly inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent identified that a distal end stent strut was slightly misaligned. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The complaint indicated that the balloon appeared to be inflated when taken out of its packaging. However, it is noted that the proximal and distal ends of the balloon are intentionally designed to be puffed up in order to allow protection to the crimped stent. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon profile problem occurred. An 8.0x40x135 cm express¿ ld vascular stent was selected for use to treat the lesion. During unpacking, it was noted that the stent delivery balloon was slightly inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.